Event description:
The pt reportedly experiences handpiece retention issues. The electrode array has migrated behind the pt's eardrum and frequently requires the ear to be drained. The pt continues to be monitored by the center. The company is in the process of gathering additional info, and a supplemental report will be submitted once new info is obtained.